Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Our quality engineer inspected the returned sample provided by the facility. Bd received one used ¿insyte autoguard 20 gauge¿ unit from lot number ¿8024568¿. The returned device did not arrive in its original packaging unit, but through visual inspection of the unit, a plastic thread was observed being attached to the exterior of the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Although the failures stated in the reported issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause, the source of the plastic material could not be determined without its original packaging. Conclusion(s): a root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had foreign matter. There was no report of exposure, serious injury or medical intervention.